Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
Visual analysis of the returned device identified: opening, wear abrasion and underweight. A microscopic analysis was performed which identify striated opening in the radius. Based on the device analysis the final assessment is: a striated opening in the radius side assessed as surgical damage.

Event description:
Right side "hole, non-specific" observed during surgery. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported right side rupture. The device remains implanted.